Event description:
Had a cataract lens implant. It is restor multifocal lens. I'm having halos, jittery vision, floaters, crescent image in corner of eye. My vision is just as blurry as it was before surgery.